Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was not engaged and only staple remained in the cover block. Visual examination of the forming tool revealed evidence of deformation. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the one remaining staple formed and released properly without difficulty. No functional defect observed. The device history review for the product visistat 35w 6/box lot# 73j2200320 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to further investigate this issue. The reported complaint of failure to function-staple re-open was confirmed. Although a defect was not observed during the functional examination, a defect on the forming tool was discovered during visual examination. A device history record review was performed on the reported lot number with no evidence to suggest a manufacturing related cause. A probable root cause could not be determined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: on (B)(6) 2023, staples were not closing the wound anymore, leading to the re-opening of the wound. The patient was taken back to the operating room for skin reclosure under anesthesia, with another stapler reference. No reported skin damage.